Manufacturer narrative:
The reason for this revision surgery was identified as an infection. The original surgery was performed on (B)(6) 2007. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no information submitted with this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the reported components were examined. A review of the sterilization records show the reported devices all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show the reported components used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. The data reviewed in this report supports that the infection the patient was suffering from was not the result of a product or manufacturing process defect.

Event description:
Revision surgery - the pt's shoulder recently became infected. It was determined that a stage procedure would be done that required the removal of all previous hardware and the implantation of a hemispherical spacer coated with antibiotic cement. The pt will be reevaluated to determine if a procedure will be done to convert back to a reverse shoulder prosthesis.